Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. (B)(4).

Event description:
The customer reported via phone call that the reservoir lip ring broke off and jagged. Customer's blood glucose level was unknown. Customer stated reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.